Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-74, serial/lot: (B)(4), description: avista MRI perc lead. Model: sc-2408-74, serial/lot: (B)(4), description: avista MRI perc lead. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, review of the complaint report, device history and sterilization records were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient began to feel slight pain at the ipg pocket site approximately 5 weeks post implant procedure. Patient was afebrile, but physician assessed that the ipg pocket site was infected and was taking the path of the leads. Cultures tested positive for staphylococcus aureus at the ipg pocket site, and polynuclear gram positive cocci and staphylococcus aureus at the lead site. Patient underwent an explant procedure to remove all implanted devices and was given 4 days of IV antibiotics followed by several days of oral antibiotics. The explanted devices will not be returned. Physician thinks that one suture had become infected during healing. Patient is doing well post explant procedure and has since had a new device implanted.